Event description:
It was reported that the device was used during a v.a.t.s. Procedure. It was reported that the first device was fired, reloaded with no problem; they closed the device but it would not fire. A new device was opened. The second device was closed but would not fire; a new cartridge was loaded, closed and only half fired. A second new cartridge was opened, closed and half fired, but half of the staples were unformed. The surgeon changed to a different device. There was no consequence to the pt. Four reload cartridges are being returned with the devices.